Event description:
The lay user/patient was alleging that a control solution test failed; however, the pt was unable to specify the result. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.